Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm and battery out limit alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that they did not receive a no low battery alert before the off no power alarm. The customer stated that the battery out limit alarm occurred during normal use. The insulin pump will not be returned for analysis.